Event description:
The patient was revised because of loosening.

Manufacturer narrative:
This complaint is still under inestigation. Depuy will notify the FDA of the results of this investigation once it has been completed.